Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged reduced cardiopulmonary reserve. In addition, the patient also reported eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, lung disease and liver disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.